Manufacturer narrative:
Report confirmed. Evaluation determined that the leg of the attachment together with the foot was detached. It was also noted that the foot was worn, there was tool insertion difficulty, the bearings were corroded and detached. Previous investigation performed under pr#127716 determined that the likely causes are debris in the collet and improper insertion of the tool. The user manual contains the following warnings ¿do not use a legend attachment if any part of the attachment appears to be bent, loose, missing or damaged. Do not use excessive pressure, such as bending or prying, on attachments or dissecting tools. This may cause tool to bend or break and cause injury to patient, operator and/or operating room staff." In additional, ¿insert dissecting tool into motor collet with a slight rotational motion. A tactile and audible click is observed indicating that the dissecting tool is fully seated.¿ we will continue to track and trend this complaint type. If information is provided in the future, a supplemental report will be issued.

Event description:
Repair request initiated for device with the report of detached parts and bearing. It was reported that there was no patient involvement. Repair request escalated to a product event based on reason for return. Upon analysis, it was noted that the attachment's leg was detached/damaged.